Event description:
It was reported there was an error code. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed that the programmer had an error, as a result the hard drive was reconfigured and software was reloaded and updated. It was also noted that the tabs were broken off of the cord bay and the lower case had worn feet.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 analyzer. (B)(4).